Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level is over 400 mg/dl. The customer had symptoms such as nausea, abdominal pain and treated with insulin. Customer's blood glucose value was 300 mg/dl at the time of the incident and current blood glucose value was 192 mg/dl. Troubleshooting was performed. Customer reported that they were neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high bgs. Customer reports insulin exited. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.